Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported that the pump is continuously giving false upstream occlusion alarms which were reproduced during evaluation. False upstream occlusion alarms were verified through a review of the event history log and found to be caused by a failed ultrasonic sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false upstream occlusion. There was no patient involvement. No additional information is available.